Event description:
It was reported that during a shoulder arthroscopy the spider was stuck in one position, device got hot. After the procedure the spider was checked and the battery was all burned out. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the enclosures were disassembled. One of the enclosure¿s inner screw mounts were broken off. The unit came with a battery and footswitch. No battery charger was included. The battery showed no signs of overheating. It was noted that there was a burned transistor on the unit¿s printed circuit board. A functional evaluation revealed that the unit would not respond or pressurize when the rocker switch was engaged. The complaint was confirmed and the root cause was determined to be a burnt transistor on the unit¿s printed circuit board. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.